Event description:
It was reported that during a stroke procedure, the subject guidewire was navigated through a microcatheter up to the level of the m1m2 bifurcation and during a crossing of m2 segment, a sudden loss of tactile feedback from the subject guidewire and it became inability to manipulate. During this maneuver, the subject guidewire distal portion had completely detached and remained within the target site. The detached subject guidewire distal segment was removed using a combination of stent and a catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.